Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Location post has moved within its recess. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the submitted device confirmed the metal pin component was in a tilted position. The pin was forced into a nonconcentric mating relationship to the hole, i.e. Damaged through usage. The root cause is attributed to user technique. Based on the root cause determination of user technique and no evidence of product error as a contributing factor, the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.